Event description:
During a colonoscopy, the physician used cook endoscopy captura biopsy forceps without spike to take a biopsy in the sigmoid section of the colon. The pt was discharged the day of the procedure, but reported pain a few days later. An MRI showed air in the colon at the spot of the biopsy. A micro perforation in the sigmoid section of the colon at the area of the biopsy was confirmed by MRI. The micro perforation went unnoticed during the colonoscopy procedure. The pt was hospitalized and given antibiotics. No add'l intervention was necessary.

Manufacturer narrative:
Eval: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for eval. We could not conduct a review of the device history record or conduct a sample test from this lot, because the lot number was not provided. After a review of the account ordering and shipping history, the lot number could not be determined. A review of the twelve month complaint history for this product family was conducted. Based on this report, the likelihood of this type of report is rare. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. Perforation is listed in the instruction for use as a potential complication associated with gastrointestinal endoscopy. The size of tissue sample or biopsy to be excised can be controlled by how the user handles the forceps. If excessive pressure was applied during advancement into the tissue or during handle manipulation, this could have contributed to the reported observation. The instruction for use direct the user to advance the forceps into the tissue at the desired biopsy site. Then the user is instructed to close the forceps around the tissue while using slight pressure on the handle. The user is instructed to maintain gentle handle pressure to keep the cups closed and gently withdraw the forceps from the site. Prior to distribution, all captura biopsy forceps without spike are subjected to a visual inspection and functional test to ensure proper workability. Corrective action: no corrective action warranted at this time, because this report could not be verified and the reported event involved a potential complication associated with gastrointestinal endoscopy. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will monitor for trends.